Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter is no longer working. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage check: passed .pairing with nordic bluetooth device: passed. Performed share log review and no data found. The customer complaint is not confirmed because there is no findings in the bin file and it passes all testing. A root cause could not be determined.